Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm. During the index procedure it was reported that the patient had an mi and the physician decided to send the patient to the cath lab for treatment after the endovascular procedure. The physician stated that the cause of the myocardial information was unknown. The myocardial infarction occurred when the physician was implanting the last valiant stent graft. The physician stated that the myocardial information was not related to the device but it was related to the procedure. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).